Event description:
Distributors customer called co's customer service manager and stated that a nurse had noticed that a kit of dc-680 lot 906014 had a vial of 1000 u/ml heparin instead of 100 u/ml. No adverse event occurred.